Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on anterior side assessed as surgical damage. Lump/nodule: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Yellow particles on device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a left side exchange with no complaint against the device. Healthcare professional later confirmed a left side exchange with no complaint against the device. Healthcare professional later reported "deflation" and "nodularity in the center of breast parenchyma on left side approximately 3 cm superolaterally towards 2 o'clock position of the breast base." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Patient reported a left side exchange with no complaint against the device. Healthcare professional later confirmed a left side exchange with no complaint against the device. Healthcare professional later reported "deflation" and "nodularity in the center of breast parenchyma on left side approximately 3 cm superolaterally towards 2 o'clock position of the breast base." The device has been explanted and replaced.